Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent was found to be deployed and deformed. The stent delivery catheter was found to be kinked/bent and deformed. The stent delivery catheter was found to be flattened/crushed in a few places. Dry blood was noted inside the stent delivery catheter. Functional testing, could not be performed as the device was damaged. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. As per the additional information, the device prepared for use as per the directions for use, the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was moderately tortuous. The device was returned and the stent was noted to have been deployed and was deformed. The damage noted to the device is indicative of the reported event and there was dried blood within the delivery system, which may be a indication of insufficient flush, which may have contributed to the reported event. It is probable that the stent delivery system was damaged during advancement thorough the patients anatomy causing the reported event. An assignable cause of procedural factors will be assigned to the as reported 'stent delivery catheter friction' and to the as analyzed 'stent delivery catheter kinked/bent', 'stent delivery catheter deformed', 'stent delivery catheter flat/crushed', 'stent stabilizer/catheter friction', 'stent deformed', and 'stent deployed prematurely during use', as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
Analysis of the returned device found that the subject stent deployed prematurely during use. There were no clinical consequences to the patient reported as a result of this event.